Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and wear abrasion. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact. Additional, changed, and/or corrected data: b.5., d.7., d.10, g.1., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "anxiety of having biocell textured implants, swelling, pain" and "leakage." Healthcare professional reported a right side rupture. Patient additionally reported "fatigue;" this is not related to the device. Device remains implanted.